Event description:
Spontaneous report. Patient reported pump not pushing fluid. No other information known. Serial number unknown. 1. Did the reported product fault occur while in use with the patient? Yes. 2. Did the product issue cause or contribute to patient or clinical injury? No. 3. Is the actual device available for investigation? Yes. 4. Did we replace the device? Yes. 5. Did the patient have a backup device they were able to switch to? Manual push. Reported to (B)(6) by: patient/caregiver.